Event description:
It was reported that the patient had a cold leg. This intervention was a last attempt to help this patient. The omnilink elite stent reached the heavily calcified right common iliac artery target lesion and the physician was positioning the stent delivery system (sds) when the stent dislodged due to the calcification. The sds was removed and the physician intended to retrieve the dislodged stent with a non-abbott device, but the stent was pushed into the distal aorta. Another non-abbott device was inserted with the intent to trap the dislodged omnilink, but this device perforated the iliac artery during advancement. The patient went into cardiac arrest and the patient was resuscitated. The physician had access to the iliac due to a fem-fem bypass and was able to suture the iliac perforation. The procedure was aborted with the dislodged stent remaining in the distal aorta. The patient expired the following day, reportedly, due to the iliac perforation. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.